Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment and there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during testing, moisture was observed in the battery compartment. A review of the pump¿s black box and alarm history showed frequent low battery warnings and replace battery alarms. The pump¿s electrical draws were tested and were found to be within required specifications. During testing, the pump successfully completed the ez-prime steps without any power issues, reboots, or call service alarms. The original complaint of a battery life issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked along the side of the pump. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and there was no further evidence of moisture.